Event description:
It was reported that an audible alert was toning due to out of range, low impedance on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Confirmed the week of (B)(6) 2014, atrial impedance reading was 57 ohms, normally trending 304 ohms. Concomitant medical products: 694965, lead; 419488, lead, implanted: (B)(6) 2006. (B)(4).